Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 390 mg/dl. Subsequently, the customer experienced a low bg level of 49 mg/dl. Reportedly, the customer had not been feeling well. Additionally, the customer attributed the bg levels to be related to heart issues that had occurred in the past. The customer administered a manual injection to address the elevated bg level, and consumed food to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.